Event description:
It was reported revision surgery was performed.

Manufacturer narrative:
The manufacturing reporting site address within this report has been corrected, however, the manufacturer report number (1020279-202-00005) cannot be changed to correctly reflect the manufacturing facility number (B)(4) instead of (B)(4). The patient involved in this event has also submitted this event to FDA, under report (B)(4). Based on the information supplied, this patient was implanted with the devices in this report outside of the USA, but the revision surgery took place within the USA. Not all of the devices originally implanted have us FDA approval.